Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. H3 other text : investigation incomplete.

Event description:
The dermatome has a connection problem with the hose and was sent in for repair. The event timing was not during surgery. There was no patient involvement or harm. Attempts have been made, but no further event information available at the time of this report.